Event description:
New information received indicated that the programming changes were made to address high pacing impedance. The patient was stable throughout.

Event description:
It was reported that the patient's left ventricular (lv) lead exhibited high impedance measurements. No intervention or patient condition was reported.